Event description:
A malfunction alarm with the code "malf 0" was reported by the customer. There was no reported impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. Although the malfunction code did not recur after the reset, the customer expressed distrust, and the technical support team replaced the pump. The customer was instructed to use multiple daily injections (mdi) as backup therapy and to place the malfunctioning pump into storage mode before returning it with a pre-paid label within ten days.